Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg was unable to communicate with her external devices due to being inoperable. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.